Event description:
A nurse at the user facility reported a capsular bag tear. The association between this event and the intraocular lens (iol) is not known. Additional information has been requested.

Event description:
The user facility provided additional info indicating there was no association between the torn capsular bag and the intraocular lens (iol). The iol was dropped on the floor and a second iol was used.